Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) was confirmed. During pulse testing at the distributor the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. The root cause for the failure has not yet been identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.